Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high thresholds. Lead fracture was suspected. At time of change out unable to pace at high outputs when lead was uncoiled for testing. High and undefined impedance was noted when uncoiled for testing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.